Event description:
It was reported that an unspecified number of bd luer-lok¿ syringes were cracked and leaked during use. The following information was provided by the initial reporter: "our technicians have come across some of these syringes where the body/(shaft) is cracked thus when injecting the syringe is spitting out. This is not happening with every single syringe but this is of concern for us."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of barrel cracked and leakage other were not confirmed upon inspection of the photo. Inspection of the supplied photos showed that no cracks could be observed. Also, a sample is required to confirm the leakage defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation.

Event description:
It was reported that an unspecified number of bd luer-lok¿ syringes were cracked and leaked during use. The following information was provided by the initial reporter: "our technicians have come across some of these syringes where the body/(shaft) is cracked thus when injecting the syringe is spitting out. This is not happening with every single syringe but this is of concern for us."